Event description:
Device malfunction: failure to deploy-thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, the exchange sheath did not split correctly. The device was removed and manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with any additional relevant information. The lot number was not identified; therefore, a device history record review could not be performed.